Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the probable cause was determined to be that e224 error (subject can be recognized) occurred due to cable failure. E224 error is the error that occurs when an abnormality occurs on the communication between endoscopes and processors. (¿when abnormality occurs: how to tell the abnormality and how to handle it¿, instruction manual of otv-s400, chapter 9, section 9.2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of e224 error displayed¿ was confirmed. The device evaluation found the e224 error displayed on the monitor was due to a faulty cable. However, the image was present. The rear cover label was faded. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had an e224 error-scope communication error, unable to recognize a subject. The issue was found during preparation for use in an unknown diagnostic procedure. There were no reports of patient or user harm associated with this event.